Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received this report is late due to a delay in receiving paperwork.

Event description:
It was reported that the lead exhibited less than 100 ohms impedance intermittently and oversensing. The pulse generator was programmed to ddir to prevent tracking of oversensed p-waves.